Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks while programmed in primary vector, having occurred while standing upright. A chest x ray was obtained in which technical services (ts) noted a deviation to the right side of the chest and noted a possible dislodgement. Ts noted there are no programmable vectors and a lead to header connection could not be determined in this x ray. Ts discussed surgical intervention to revise this electrode was needed. Additional information is being requested from the field. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received that this electrode was revised, as the tip of the electrode had migrated. This electrode was placed more medial, and the s-ICD was not externalized. This patient passed in all three vectors after the revision procedure, with normal shock impedance measurements observed. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks while programmed in primary vector, having occurred while standing upright. A chest x ray was obtained in which technical services (ts) noted a deviation to the right side of the chest and noted a possible dislodgement. Ts noted there are no programmable vectors and a lead to header connection could not be determined in this x ray. Ts discussed surgical intervention to revise this electrode was needed. Additional information is being requested from the field. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received that this electrode was revised, as the tip of the electrode had migrated. This electrode was placed more medial, and the s-ICD was not externalized. This patient passed in all three vectors after the revision procedure, with normal shock impedance measurements observed. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received that post revision procedure noise was observed on all vectors. The smartpass (sp) feature had been disabled due to low r wave amplitude. Ts recommended performing a full sensing test with postures. It was noted x rays were not ordered however this patient underwent an additional revision in which a third incision at the sternal notch was created to tack down the distal portion of the electrode and confirmed on x ray throughout the procedure. Automatic setup was run through again which passed in primary vector, and the sp feature was re-enabled.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks while programmed in primary vector, having occurred while standing upright. A chest x ray was obtained in which technical services (ts) noted a deviation to the right side of the chest and noted a possible dislodgement. Ts noted there are no programmable vectors and a lead to header connection could not be determined in this x ray. Ts discussed surgical intervention to revise this electrode was needed. Additional information is being requested from the field. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.